Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during refill 8 ml was retracted from the pump instead of the expected 4.6 ml. During refill of the pump it was only possible to infuse 10 ml instead of 18 ml and it was not possible anymore to retrieve those 10 ml. The printouts did not show any alert or warning. The pump was 9 years old and was replaced. It was used with lioresal 2000ug/ml (not compounded). There was no patient injury.

Manufacturer narrative:
Final analysis revealed a motor corrosion and gear train anomaly. It was noted that a motor stall occurred during the preliminary testing and x-ray verified no roller arm movement. The pump was opened and internal inspection of the pump motor compartment noted corrosion around the jewel of the base plate where the lower shaft of gear # 3 and # 4 are located. (B)(4).